Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl and no delivery alarms. The customer treated with insulin. Troubleshooting found that the customer has changed out the infusion set and reservoir but the high blood glucose persists. The customer was advised to prime the device and insulin exited the tubing and pump was able to rewind. Customer was advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. The customer was advised that the pump is operating as designed and that the reservoirs would be replaced and agreed to return the product for analysis.